Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Essentially, the surgeon uses the first generation of corial instruments and is finding that there is a mismatch between where the broach sits and the definitive stem. Upon introducing the definitive he is finding that the corial stem sits a few mm prouder compared to the broach and as a result mr. Lewis has recently had to revise patients for periprosthetic fractures. Doe: unknown.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was returned and complaint was confirmed depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.